Event description:
The customer reported via phone call that he had a high blood glucose level of 422 mg/dl. The insulin pump had a functional check. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.